Event description:
I've had 7 breast implant surgeries (1998-2005) and suffered every bad side effect and deflations. My health is very poor and caused by implant disease. Well over a year and half, im currently living with a deflated left implant inside my body, my 3rd plastic surgeon retired, and I can't find a surgeon to help me because I can't afford to pay (B)(6) cash or credit card. Medicaid won't pay. The manufacturer of this set was mcghan and changed their name, but I only got run around on phone calls. Was assured before last surgery in 2005 that any deflation would be handled and I had a ¿lifetime¿ warranty. Not true. Just run around. Mentor was brand used first 6 surgeries and was horrible. I had (B)(6) 1st surgery post op, the (B)(6) still lingers in my body and I believe this unhealed leg wound since last summer is due to same (B)(6) implant infection. I have no clue what to do. Today, the deflated implant started swelling again, it flattens then expands with bodily fluid/seroma that gets inside the ¿pop hole¿ (was caused when I was body slammed into the pavement/ground and implant started deflating, but the liquid was a foulest stench, oily substance that seeped through my chest skin onto shirt. Foulest smell ever. I had money when I first got surgery. Implants cost me a career, good health, flexible joints, memory. I am disabled and broke due to the constant lies by manufacturers and doctors. Now what? I cant remove this deflated bag of germs by myself and its made me very ill. (B)(6) clinic ER and three other hospitals all turned and sent me away because I couldn't afford to pay for repairs. Why? Take these ¿devices¿ off the market.